Manufacturer narrative:
(B)(4). Date of initial report : 03/22/2016. Date of follow-up report : 06/21/2016. One used lf1737 was received for evaluation. The reported condition of the jaws locking on tissue was confirmed. Inspection found the knife blade advanced into the knife track. The user reported cutting without the jaws completely closed. This technique would make the jaws lock since the blade is not designed to advance without the jaws completely closed. The investigation identified the root cause of the reported event to be the user forcing the trigger. The IFU states to inspect the instrument jaws prior to cleaning to ensure the blade is not deployed. If the cutting trigger does not automatically return to position, open the lever to manually return the cutting trigger. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : 03/22/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the grip stuck while the jaws were on the patient's tissue during a laparoscopic hysterectomy. Another device was used to continue the procedure. There was no injury or damage to the tissue.